Manufacturer narrative:
G4:26mar2021. B4:05apr2021. The product support provided part ID to the customer for the navigation ring and touchscreen attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the rotary does not work and the touchscreen is unresponsive. The customer contacted product support and requested for part ID for the nav-ring and touchscreen. Product support provided part ID for both parts.